Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the vessel. The delivery system was not returned for analysis. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint handling database revealed no other incidents reported from this lot. The investigation was unable to determine a cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that during a procedure of the non-tortuous, mildly calcified, superficial femoral artery, after pre-dilatation with a 5.0 x 40 mm armada 35 balloon, the 6.0 x 150 mm absolute pro stent was implanted in the target lesion. Post stent deployment angiography showed a stent fracture. A different 6.0 x 60 mm absolute pro stent was used as treatment of the stent fracture. The patient was reported as doing fine. There was no reported adverse patient sequela or a clinically significant delay in the procedure. No additional information was provided.